Event description:
The customer reported the unit locks up/freezes during opcheck. There was no pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.